Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss and catheter restriction alarm also unable to calibrate fiber optic. There was no harm or injury reported.